Event description:
On (B)(6) 2012, the pt reported having unexplained high blood glucose levels. Her normal blood glucose range is 100-130 mg/dl. Before lunch, on the day of report, her blood glucose level was 107 mg/dl and she bloused 16.4 units of insulin for the meal she had eaten. At 2:48 pm, her blood glucose level was 51 mg/dl. She felt "jittery", light headedness, and sweating. She feels that she may have miscalculated her carbohydrates at lunch. She did not eat or take anything to increase her blood glucose level. At 3:17 pm, her blood glucose level was 114 mg/dl. She ate a 42 carbohydrate snack, but did not bolus to account for the snack. She then took a nap and work up at 5:27 pm, with a blood glucose level of 334 mg/dl. She delivered a bolus of 8.8 units of insulin. At 7:50 pm, her blood glucose level was 321 mg/dl. At 8:43 pm, her blood glucose was 339 mg/dl and she bolused 9.0 units of insulin. At 9:45 pm, her blood glucose level was 366 mg/dl and she delivered another 1.1 units of insulin. There have been no alert or error messages displayed on the infusion device. The pt checked the bolus history in the infusion device and some of the amounts did not reflect what she recalled programming. During troubleshooting with the pt, she was able to successfully program a bolus and retrieve the same amount in the bolus history. The pt thinks the infusion device is not delivering enough insulin. The infusion device is being replaced and the pt will use her backup infusion device until the replacement arrives. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for eval.